Event description:
It was reported to boston scientific corp on april 9, 2009 that an injection gold probe bipolar electrohemostasis catheter was used during a colonoscopy procedure. According to the complainant, during the procedure, the injection gold probe would not burn the tissue. The physician examined all the connections and they were all intact. The procedure was completed with another injection gold probe bipolar electrohemostasis catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B) (4).